Manufacturer narrative:
The information available indicates that the power supply unit (psu) ¿connector that attaches to the printer¿ used by the customer, ignited and was the cause of the fire. The zebra printer is separately connected to the bond-max instrument. The psu was manufactured by a third-party company. The psu is not a component of the bond instrument and is not manufactured by the legal manufacturer (leica biosystems) of the instrument. The root cause of the fire was the psu connected to the zebra printer contained an improperly mixed phosphorus compound that is used in the flame-retardant resin in the dc power supply connectors. This deficiency in the phosphorus-based connector resin, when combined with moisture and humidity over time, can potentially lead to overheating or a fire hazard. Investigation to date indicates that there is no adverse impact on the leica product; and the use of the third-party (zebra) printer and its associated psu in conjunction with the bond-max instrument was consistent with our labelling to the best of our knowledge. There was no malfunction of the leica bond-max instrument.

Event description:
On 18 july 2024, leica biosystems received a customer report of a fire incident involving a label printer connected to the bond max. The report came from (B)(6) hospital in (B)(6). The report stated that the zebra label printer combusted spontaneously. The fire department collected the label printer that started the fire. The sn of the label printer is (B)(6). On 23 july 2024, the customer further reported to the leica field service manager that the fire occurred during the night when the instrument was not in operation and ¿no one was injured¿. On 24 july, leica biosystems notified the printer manufacturer of the event and received the following information: ¿based on the information you provided from the pictures, including the serial number of the printer and the date code of the power supply involved in the incident, it indicates that this issue is related to the current recall of power supplies for specific printer models built between october 1, 2006, and december 31, 2012. The root cause is that psus serving as the power source for certain zebra printer models have been identified as potentially containing an improperly mixed phosphorus compound used in the flame-retardant resin in the dc power supply connectors. This deficiency in the phosphorus-based connector resin, when combined with moisture and humidity over time, can potentially lead to overheating or a fire hazard¿in the power supply the actual brick is not the issue of the recall, the issue is in the connector that attaches to the printer.¿